Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had history pointers failed and the history pointers were corrupted error. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting and declined troubleshooting for insulin pump error. Customer states the insulin pump has been dropped before but not sure when the damage occurs and had crack where the belt clip clicks in to the lower corner of the battery compartment. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with cracked case (battery tube) and cracked case-corner of belt clip rails passed the displacement test, active current test, sleep current test and the self test. History pointers failed and history pointers are corrupted error not found during testing.